Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine/morphine via implantable pump for non-malignant pain use. It was reported that their report showed they bolused at 5:53am, 12:21pm, and 4pm, but their therapy details says, '2 boluses left today' and 'max activations: 6 boluses per day.' The patient also read 1 bolus / 2hrs and a bolus duration of 2 min while in therapy details. The patient stated that 'last night I finished it at 11:59, so I think thatmessed it up but I was still on, but the report shows that one as my 6th one for yesterday.' The agent assisted the patient in verifying pump time, which was '(B)(6) 2023, at 4:08pm, and their local time is 4:10pm. While on call, patient stated that 'it (connecting to the pump) depends on if I've cleaned out my device care thing or not. If I haven't cleaned the regular stuff in a while, it'll take a while to connect.' The patient confirmed that they go into handset settings and then 'device care.' When the agent inquired about the event date for this, the patient stated that 'I didn't figure out that it was making a difference in the speed until 6 months ago or less. I've cleared it up before, but it used to not make it speed up afterwards like it does now.' The agent reviewed boluses left likely affected due to the bolus duration going into after midnight today. The agent also reviewed the pump/ptm functionality and recommended the patient to keep a manual log of when they request/deliver a bolus and corresponding boluses left, then their hcp can pull reporting to compare the information to the pump record.